Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4)¿ the dentist reported that 2 months after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. Moreover, 30ncm of primary stability was achieved, the patient presented bone type iii, fenestration occurred during surgery and bone graft was performed and immediate load was done. Besides that, the patient presented periimplantitis.